Event description:
It was reported that the user experienced recurrent low glucose overnight and after meal announcements while using the ilet bionic pancreas, and the healthcare provider advised performing a factory reset due to concern for maladapted algorithms; the user requested in-person support from a trainer, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose treatment with oral glucose and a documented glucose value of 54 mg/dl. Investigation included case review by clinical and device support with troubleshooting and user education. Investigation of this case revealed no device malfunction was confirmed, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.